Event description:
I became pregnant with essure and miscarried. It hurts to have sex. And when having sex it feels like something sharp poking me on the inside where my left tubes and ovaries are. I have pain where left tubes and ovaries are before period starts and after. Sometimes throbbing feeling at where left tubes and ovaries are. I need help finding a dr in the (B)(6) area. FDA safety report ID# (B)(4).